Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she hadn¿t notified her managing physician about the loss of therapy and had only contacted the manufacturer. Circumstances leading to the loss of therapy included a low battery in the ¿setting apparatus.¿ the ¿control monitor¿ was put in the patient¿s purse to resolve the issue.

Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient had a return of symptoms (B)(6) 2016 and was unable to feel stimulation. The therapy was confirmed to be off. It was reviewed the therapy would need to be on for it to be effective. The therapy was turned on and the situation resolved. The patient's stimulation was at 2.1 and once the stimulation was turned back on, the stimulation was noted to be comfortable. It was noted the patient did not have 50% or better of symptom control and the stimulation in the body was "not working." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the circumstances that led to the loss of therapy was battery failure and steps taken to resolve the loss of therapy was replaced battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.